Manufacturer narrative:
Catheter.

Event description:
A confirmed catheter disconnect was reported. A revision/replacement surgery was being planned. No pt symptoms were reported. The pt was currently on unspecified oral medications. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.